Event description:
Target was informed of a procedure were a gdc coil was broken during use inside a catheter. Too much friction was experienced in the catheter. The pt was not impacted from this product performance issue.

Manufacturer narrative:
Description of device analysis: date of procedure: 10/30/97. The gdc the pusher wire and its main coil were returned in its pouch. The catheter used in the procedure was not returned for analysis. During the investigation it was observed that the proximal end of the gdc main coil stretched to more than 90 cm, partially unraveled from the welded joint and then the platinum wire broke. However, since the catheter used in the procedure was not returned for eval, it was not possible to determine the origin of these anomalies. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.